Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 585 mg/dl, 134 mg/dl, 185 mg/dl, and 262 mg/dl. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, test drum lot number 20656441, expiration date 06/30/2008.